Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video assisted thorascopic surgery lobectomy, the stapler stopped firing at the proximal end of the staple line. A new reload was used to complete the case. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.